Manufacturer narrative:
Device evaluated by manufacturer - additional information the device¿s delivery wire was returned for analysis without the stent or the microcatheter. Therefore, any contributing factors from these devices could not be assessed. Visual inspection showed no irregularities outside of the detachment zone area. The stent was found to be broken at the proximal end of the non-working length struts (teardrop struts). The proximal surface was then sent out for scanning electron microscopy (sem) analysis. Based on the device¿s analysis, the customer¿s report was confirmed. The likely cause of failure for the device separation is a full system tensile failure. It is possible that the reported resistance and patient anatomy contributed to the reported experience. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Per the instructions for use (IFU) ¿warnings¿: to prevent device separation: do not recover (i.e. Pull back) the device when encountering excessive resistance. Instead, resheath the device with the microcatheter and then, remove the entire system under aspiration. If resistance is encountered during resheathing, discontinue and remove the entire system under aspiration.

Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental report will be submitted. It was reported the resistence was felt during recovery of the solitairere. Per solitaire instruction for use (IFU): if excessive re sistance is encountered during recovery of the solitaire¿ fr revascularization device, discontinue the recovery and identify the cause of the resistance.

Event description:
Medtronic received report that a solitaire device was unintentionally detached. The patient was treated for an occlusion in the m1 middle cerebral artery (mca). The vessel was also reported to have been slightly severe in tortuosity and slightly thin in diameter. After placement of the solitaire fr, there was an immediate flow restoration. During the revascularization device recovery, resistance was felt and only the pushwire was removed from within the patient. The solitaire was reported to be located within the internal carotid and the m1 segment. Attempts were made to capture the device. However, the physician was unable to capture the device and it was left within the patient. At the end of the procedure the tici score improved from 0 to 1/2a in the mca branch. The patient's condition was reported not to have changed from baseline.